Event description:
The customer stated she was hospitalized for high blood glucose levels and high blood pressure. The reported blood glucose reading was 354 mg/dl. Troubleshooting was performed and found the basal rates were not programmed correctly. The insulin pump passed the prime and high pressure tests. Explained that the insulin pump was working correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.